Event description:
I have a dream station CPAP that is on recall. I reported my machine months ago. This weekend I noticed black particles in the water reservoir coming from inside the CPAP. Philips has been irresponsible and putting patients at risk. Philips refuses to give a timeline for replacement. My unit is unsafe and breaking down inside. I was put on hold and call dropped after 50 min. FDA needs to do something now. FDA safety report ID# (B)(4).